Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "tightness test failed and show alarm message release valve defective". - this occurrence was noticed during the pre-operational check. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. - measures taken: replaced the check valve assembly (pn msp161193), performed the service software and ventilator put back in service.